Event description:
It was reported that the patient sought medical attention at an urgent care centre on (B)(6) 2026 with a rash that developed at the infusion site (leg) while wearing the pod between 36 and 48 hours. The site was described as having a rash and ¿bumps¿. The patient was treated with topical triamcinolone cream.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.